Event description:
This is the first of two reports received by pfizer in 2006, from the same reporter. Aer 2246407-2006-00007 is a serious report. An anonymous consumer reported a female drank a half a bottle of visine for contacts (glycerin, hydroxypropylmethylcellulose) once in 2006, "because she saw it in a movie and wanted to see what would happen." After ingesting the product, her stomach hurt and she was very tired." That same day, the events resolved. The reporter was lost to follow-up due to no available contact information.

Manufacturer narrative:
The product has not been returned for failure analysis/ laboratory testing. User error may have contributed to the event.